Event description:
It was reported that blood leaked from the bd¿ luer-lok syringe during use. The following information was provided by the initial reporter: we have recently received another complaint involving a leaking 60ml syringe. The blood was found to be leaking out of the plunger end of the syringe.

Manufacturer narrative:
H.6. Investigation: three (3) photos were provided by the customer for investigation. One (1) photo shows a syringe with the plunger pulled back to approximately the 54ml gradient marking on the syringe. There appears to be red liquid between the stopper ribs and behind the stopper. A second (2nd) photo shows a magnified view of the syringe. Again, there appears to be red liquid between the stopper ribs and behind the stopper. A third photo shows the syringe from a different angle and further away. There appears to be red liquid between the stopper ribs and behind the stopper. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Bd has gone from a 60ml syringe to a 50ml syringe to increase the stability of the plunger rod. All bd product currently produced is of a 50ml volume. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. CAPA#55639 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd luer-lok syringe during use. The following information was provided by the initial reporter: we have recently received another complaint involving a leaking 60ml syringe. The blood was found to be leaking out of the plunger end of the syringe.